Event description:
It was reported that the device failed operation check at the therapy stage. There was reportedly no patient involvement. The bench tech evaluated the device and determined that the therapy capacitor is defective. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.